Event description:
It was reported that during an unk procedure, the device stapled and then would not open. They removed it from the bowel and completed with another like device.

Manufacturer narrative:
(B)(4).